Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2011, the patient underwent surgery with the g3 long nail. On (B)(6) 2011, when the patient was about to get out of the car, he felt the pain. The surgeon confirmed by x-ray, the nail was broken in the lag screw hole. On (B)(6) 2011, the surgeon removed the broken nail and the patient underwent the revision surgery with a g3 long nail.